Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during the cuff procedure, the dyonics control unit was out of calibration, with an over-infusion. The procedure was completed using the same reported device. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that no defects were found that would make it impossible to use the equipment. A functional evaluation was performed on the returned device and no defects were found that would make the equipment's operation or performance impossible. Equipment presents pressure and flow values within the parameters. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors, unrelated to the manufacturing and design of the device which could have contributed to the identified malfunction, include a defective pressure transducer. No containment or corrective actions are recommended at this time.